Manufacturer narrative:
A review of the complaint record indicated this complaint was received by animas on 8/04/15, not 8/5/15 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/12/2015: the device was returned to animas and evaluated by product analysis on 09/22/2015 with the following results. Dim / pink/display, battery compartment cracked in two places: below bumper pad and between bumper pad and top. There is a dim pink display. Battery compartment cracked in two places: below bumper pad and between bumper pad and top.